Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case with moisture) issue. It was reported that the battery compartment and battery cap were damaged. It was noted that there was visible moisture the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Correction to serial #.

Manufacturer narrative:
Follow-up # 1 date of submission 09/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/29/2016 with the following findings: during investigation, a visual inspection showed multiple cracks in the battery compartment. The returned battery cap was able to tighten securely to the pump. Moisture was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture was found on the printed circuit board under the keypad bracket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.